Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - meal announcement misuse.

Event description:
On (B)(6) 2025 the caregiver reported that the user experienced hyperglycemia to 310 mg/dl and hypoglycemia to 52 mg/dl. The low was treated with glucose tablets and crackers, and the high was addressed by insulin pump therapy correction; no hospitalization occurred and no long-term health effects were reported. The user reported no symptoms.